Manufacturer narrative:
Analysis of the ins (B)(4) found insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that according to the patient it took an extended time to charge the ins and it wouldn¿t hold a charge. The rep reported that they checked the impedances and all results were within normal range. The patient requested to have a battery replacement. The issue was resolved. No further complications were reported.